Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the patient visited the hospital with chest itching and was checked by a physician. The affected area had not yet been exposed and was on the verge of being exposed. The the eno dr was explanted on 8 may and discarded in the hospital. The device was implanted with none microport leads.